Event description:
The customer initially called to reported repeated no delivery alarms on the insulin pump. The customer then mentioned that, she was taken to the emergency room for low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.